Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. It was noted that the device was disposed of during the procedure, so it is not available to be returned for analysis.

Event description:
It was reported that the remote home monitoring system issued a code that indicated the subcutaneous implantable cardioverter defibrillator (s-ICD) may be experiencing premature battery depletion. A revision procedure would be planned for a future date. At this time the s-ICD remains in service and no adverse effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported. It was noted that the device was disposed of during the procedure, so it is not available to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued a code that indicated the subcutaneous implantable cardioverter defibrillator (s-ICD) may be experiencing premature battery depletion. A revision procedure would be planned for a future date. At this time the s-ICD remains in service and no adverse effects were reported.